Event description:
Per end user, routine angiogram performed with jl4 catheter used successfully. Then, catheter was taken out of patient and flushed onto 4x4 gauze. Two times small blood clots, approximately 1mm were deposited on gauze. Optiray contrast media used during procedure. There was bo patient injury.